Event description:
It was reported that there was frost observed on one of the needles. This iceseed 90-degree needle was selected for a cryoablation procedure to treat an osteoma ostoide on the right femur on a young and thin patient. A needle test was performed for two minutes without any issues. Prior to the cryo ablation treatment, the physician performed a bone biopsy and had to reposition the needles many times. During the procedure, scans were performed (1min, 4min, 6min, and 8min) to watch the needle and hemorrhage surveillance. The skin remained well-colored albeit cold, so skin friction was created by the technicians during the "all-cryo" phase to activate blood circulation. A solid iceball was able to be felt under the skin, and frost was observed on the shaft of the iceseed needle so warm sterile gel was applied to the skin. At 8 min into treatment, the cryo therapy was decreased to 40% to help reduce the iceball formation. Passive thaw was then allowed at 5 min, and the iceball dissolved under the skin. Another scan was performed prior to starting the second phase of treatment, and treatment was only performed at 70% for 5 minutes and then 40% for the remaining 5 minutes. Again, skin friction was performed during the whole 10-minute treatment. At the end of the procedure, no skin discoloration was observed albeit the skin remained cold. Follow-up was performed to the physician; however, no patient complications were reported.